Manufacturer narrative:
Apoc incident#: (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2023, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a false positive discrepant result of 0.38 ng/ml on a 50 year old male patient presented as syncope, and numbness on one side of face. There was no additional patient information at the time of this report. Return product is available for investigation. Method date collected tested result sample I-stat on (B)(6) 2023 09:25 09:25 0.00 ng/ml #1, I-stat on (B)(6) 2023 11:45 11:45 0.38 ng/ml #2, I-stat on (B)(6) 2023 11:45 13:36 0.00 ng/ml #2, vitros on (B)(6) 2023 12:16 13:10 <0.012 ng/ml #3. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The investigation is underway. Per I-stat system manual: art: 715595-00v. Reportable range: 0.00 - 50.00. Reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results). Reference range: 0.00 - 0.08 (represents the 0 to 99% range of results).

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 27-feb-2023. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained and returned cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ak (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lot b22252.

Event description:
Na.